Event description:
According to the reporter: procedure: lap adrenalectomy. The tip of the shears detached while inside the pt cavity. There was minimal delay in or time. It was not reported if the tip was removed from the pt. Additional info has been requested, but no new info has been provided by the user facility.